Event description:
The user has reported that during a patient use event. The device would not power on. The customer inserted a known good battery and the device gave the "pads not usable, replace pads cartridge" message. The customer did not have spare pads to replace the pads in question. The patient did not survive.